Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that was detached before the end of the procedure. A copy of the study was sent in for review and it was confirmed as an early detachment. There was no patient harm and a repeat procedure is needed.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a study graph was provided by the customer for analysis. The returned sample did not meet specification as received by medtronic. The customer reported bravo ph high reading. The reported condition was confirmed. The investigation found that according to the graph there was a failure in the ph sensor of the bravo capsule resulting in false high reading of ph. The investigation identified the root cause of the reported event to be ph sensor of capsule. Corrective actions have been implemented to mitigate this issue.if information is provided in the future, a supplemental report will be issued.